Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to pain and movement at the tip of the femoral stem. The surgeon explanted the femoral component and re-implanted it with a longer stem extension.